Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) cs300 was not working on battery. There was no harm or injury reported.

Event description:
It was reported that during a routine check cs300 intra-aortic balloon pump (iabp) cs300 was not working on battery. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, e1 (initial reporter, email, telephone), e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) observed and found same. During diagnosis battery looks defective and it need to be replaced. Batteries are replaced from customers stock. Performed all functional tests successfully. Machine handed to the customer in working condition.